Event description:
Revision surgery - the stem was well fixed and they wanted to put another head on the taper but the (B)(4) head not fit the taper of the femoral stem, it was too loose, our head was wasted (in/out). The surgeon ended up using another vendor, stryker), to complete the case.

Manufacturer narrative:
After investigation the part reported in the initial medical device report, 163662, is not a djo surgical part. The surgeon intended to exchange the original head after approximately 20 years of implant service with a new head. The new head proved to be incompatible with the original stem, which was not being removed, and the surgeon subsequently re-implanted the original head. The exact original surgery date was not reported. The healthcare professional indicated there was a 20 minute delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The part was to be returned for evaluation but has not been received and a follow-up with the agent on 29 jan 2016 indicates the part will not be returned at this time. A review of the device history record and complaint investigation history was not conducted since a djo surgical lot or part number was not provided or could be established for the original explanted part(s). The complaint investigation is limited in scope since the part (s) associated with this investigation was not returned to djo surgical for evaluation. This complaint will be closed with a part/lot/original surgery date unknown pending receipt of additional information. No further action is deemed necessary at this time. The surgery was completed as planned and without incident.